Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicated "j" stiffener wire has fractured at the weld site. The portion "j" stiffener wire received measures approx. 83mm has migrated down lead body approx. 50mm proximal of weld site. It appears that ~5mm of the "j" stiffener wire was not received with all recorded add up to approx. 83mm.